Manufacturer narrative:
G4:31mar2021. B4:05apr2021. The gas delivery system (gds) assembly was returned for evaluation. Visual inspection revealed no anomalies. A failure investigation (fi) technician installed the gds assembly into a fi ventilator to duplicate the reported issue of the low leak co2 alarm. The customer complaint was verified. The gds assembly failed due to component in reference designation u1 on the air flow sensor assembly out of specification. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(4) 2020, date of report: 18dec2020.

Event description:
It was reported to philips that the device had a component failure on the gds assembly. The device was not in clinical use at the time of the event. There was no report of patient or user harm. The customer requested that a philips field service engineer (fse) be dispatched to the customer site. The fse confirmed that there was no output for o2, low leak co2 rebreathing alarm and that the gds assembly required replacement. The fse replaced the gds assembly and the device fully meets specification and was returned to use.